Event description:
Pt had implant of hip prosthesis for hip fracture on 7/4/96. Returned to surgery on 7/17/96 for removal of infected prosthesis. Pt currently an inpatient having had removal of implant and irrigation and debridement of wound. Receiving antibiotic therapy.